Manufacturer narrative:
Submit date: 2017-apr-12 .

Event description:
The customer reports that the tubing leaks. No patient involved.

Manufacturer narrative:
A device history record review could not be performed because the lot number is unknown. A sample was not received for evaluation. Because a sample was not received, the reported issue could not be confirmed and the root cause could not be identified. At this time, a corrective action is not required. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.